Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an inappropriate shock due to t wave oversensing which occurred after a sudden change in r wave amplitude and morphology. It was noted that this patient experienced 2 seconds of ventricular fibrillation (vf) which was induced post shock. The vf converted spontaneously. This electrode remains in service. No additional adverse patient effects were reported.